Event description:
Consumer complaint of low blood results. Caller normally is around 125 mg/dl after eating. Last results in memory were 25 mg/dl, 114 mg/dl, 137 mg/dlm 109 mg/dl, 128 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (25) and the highest normal result (125) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Defect found in evaluation, foreign material on strip connector (blood like substance).